Event description:
The customer stated that the device can't discharge. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer stated that the device can't discharge. No pt involvement was reported. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.